Event description:
A consumer reported that after cataract surgery with intraocular lens (iol) implantation, he experienced positive dysphotopsia. He also experienced flickering light, sometimes he could see the lens with a bright side light and a dark room, worse indoors with side light, not as bad outside if sunny and pupils were dilated. The vision was worst indoors with ambient light or a room with lots of windows. Consumer also had dry eyes. His right eye developed a stye on the top and the bottom of the lid. The top stye was gone, the bottom was still there. He was not sure if that was related. Consumer reported that since surgeries, it felt like he was wearing hard contact lenses that need to be taken out for relief. He squinted a lot, which felt like it helped with the flickering. The consumer had discussed these concerns with his eye care provider, who advised to wait a year/or take drops to dilate eyes. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.